Event description:
After the iab was inserted and pumped for a few seconds, the pump's helium leak alarm was noted. The hosp's biomedical engineer did some troubleshooting, but failed to find any leak. The iab was removed and replaced. There were no pt complications.